Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between february 16-17, 2023 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed a small pinch on a small area of the tubing line that may have resulted in leak at the pinched area. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor had a crack which resulted in a leak. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.